Event description:
Physio-control was performing and eval of a device returned on recall #z-0149-2009 at the failure analysis center. The device charge pak (battery charger) and attention icons were displayed and the internal hlc battery was depleted to a critical level. There is no pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). The self-test log showed that excessive on time while the lid was closed and the device was not turned on to deplete the internal battery. Investigator performed six analyze, charge and shock sequences with no discrepancies. The root cause of the internal battery depletion was not determined. A replacement device was provided to the customer.